Manufacturer narrative:
The thermogard ivtm system (serial # (B)(4)) was evaluated at customer site. The reported complaint of the pump on the thermogard ivtm system was not rotating was confirmed during functional testing. The root cause of the reported pump not rotating was due to a loose screw on the rotor, likely due to wear and tear. The console was manufactured in june 2012 and is 8 years old, past beyond its serviceable life of 5 years. The loose screw was strongly tighten to address this issue. Zoll service manager has sent a memo to all service technicians to tighten all pump rotor screws very strong after each preventive maintenance or repair to avoid occurrence of this issue. No physical damage on the thermogard console was observed during visual inspection. During functional testing, pump did not turn while in run mode, thus confirming the reported complaint. After tightening the loose screw on the pump rotor, thermogard ivtm system passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with serial number (B)(4).

Event description:
During the cooling phase of the ivtm therapy, customer reported that the pump on the thermogard ivtm system (serial #(B)(4)) did not turn and the cooling phase couldn't be continued. Another thermogard ivtm system was used to continue treatment, no interruption in patient treatment. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.